Event description:
Reason or check: syncopal 1 ventricular high rate episode on (B)(6) 2021 device appears to be oversensing on the rv lead (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).